Event description:
A customer contacted beckman coulter regarding erroneously low troponin (accu tni) result from a single pt that was generated by the unicel dxl 800 access instrument. The initial accu tni result was "<0.05ng/ml". (Sample a) on the same day a follow-up sample was collected from the pt and tested for accu tni; the result was 2.57ng/ml. (Sampel b) the customer retested the pt sample b on the same day, approx six hours later. - the repeated accu tni result was 0.76ng/ml. - the customer indicated that the sample b was not re-spun prior to re-testing. The customer collected another sample from the pt on the same day, approximately 8 hours later and tested for accu tni; the result was "~0.70ng/ml". (Sample c) the customer did not receive any report of pt injury requiring medical intervention that can be attributed to or connected with this event.